Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the alarm silence button on the touchscreen was unresponsive. The bme replaced the touchscreen, but the issue persisted. The rse advised the bme on further diagnostic steps, with attention to the display, the central processing unit (cpu) printed circuit board assembly (pcba), the user interface (ui) pcba, and all connections. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting parts of the v60 ventilator touchscreen are unresponsive. The device was not in clinical use. There was no report of harm or other patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the alarm silence button on the touchscreen was unresponsive. The bme replaced the touchscreen, but the issue persisted. The rse advised the bme on further diagnostic steps, with attention to the display, the central processing unit (cpu) printed circuit board assembly (pcba), the user interface (ui) pcba, and all connections.